Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was confirmed. The issue was resolved by reinstalling the software. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that after a case, the system became unresponsive. After restarting the system, all of the surgeon profiles were missing and new surgeon profiles could not created. No patient was present during the time of the reported incident.